Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had beep and audio issue. Customer's blood glucose value was 8.5 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that there was no difference in volume between one and five. The customer states the audio options menu in the pump was set to audio and vibrate. Customer reports they did not hear beeps when audio volume settings were saved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with hardware low level failures in downloaded history. Broken trace noted at pin 1 of ambient light sensor. No audio or vibrate anomaly or absence of alarm confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test.